Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, a shaft fracture occurred. The lesion was located in the left anterior descending artery. When the 3.50x20mm liberte' bare metal stent was removed from the package, the distal shaft separated. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.